Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02021 and 2134265-2016-01913. It was reported that automatic pullback failure occurred. The target lesion was located in the coronary artery. A motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci) after the catheter crossed the lesion, it was noted that the catheter was unable to be pulled back at the first run. The sled was reset but the issue was not solved. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition was good.